Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 3.5x38mm xience pro drug eluting stent (des) was advanced to the lesion and attempted to be deployed; however, the stent could not be detected and was found in stent housing [protective sheath]. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. Only the stent was returned confirming the dislodgement. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the xience pro drug eluting stent (des) was advanced to the lesion and attempted to be deployed; however, the stent could not be detected and was found in the stent housing [protective sheath]. It should be noted that the xience sierra, pros everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, failing to inspect the stent prior to insertion in the patient did not cause the dislodgment. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported stent dislodgment could not be determined. In this case, it is possible that inadvertent mishandling during sheath/stylet removal, or during preparation of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated.